Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the cable of the table controller (tcm) attached to the sleeper became caught in the ceiling stand. As a result, the cable was broken and the stand could no longer be operated. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the cable of the table controller (tcm) attached to the sleeper became caught in the ceiling stand. As a result, the cable was broken and the stand could no longer be operated. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be user error. The investigation was performed considering complaint description, cs reports, system history, and system log files. During a procedure, the cable to the control module was caught in the cover of the ceiling stand and during subsequent movement of the c-arm the cable was ruptured. The emergency stop circuit runs through the cable as well resulting in an interruption of the emergency stop circuit. This interruption of the emergency circuit lead to a block of all movements. X-ray was still available and was not affected by this issue. The customer service engineer (cse) investigated the system and found the cable was defective. Further information was provided that the user was aware that the cable was caught in the cover of the ceiling stand but decided to move the system anyway resulting in the ruptured cable. The cable was replaced and the system works as intended afterwards. Customer inattention could be determined as the relevant root cause. There were no further issues reported and the system works as intended. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.